Event description:
Needle pull off-customer reports that needle pulled off as they were pulling the needle through the tissue. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once med device family initially reported assuming incident could recur.